Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1846928, yk8f81000, and y27jn1000. A search of the complaint database finds additional reported incidents against lot code 1850407 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges patient experienced severe pain, discomfort, and chronic dislocations. Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. It was noted that the patient had several closed reductions because of dislocation issues. During the revision it was noted that the stem was grossly loose. The shell was noted to be retroverted. Records are available for further review.

Manufacturer narrative:
UDI: (B)(4).